Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the robot common compute controller (ccc), the robot fiber pigtail, and the robot fiber port. The fse also replaced the blue fiber connecting the robot and the tower. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the robot was not connecting to the tower. The caller tried rebooting with no resolve. The technical support engineer (tse) had the caller check and make sure the fiber cable was securely attached on both ends. They reseated and performed a hard power cycle, but there was no resolve. The tse had the caller swap to another port on the back of the tower from port 2 located in the top left to port 3 located at the bottom, but the issue did not resolve. The caller said they were going to do what they could via laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Visual inspection found no issue related to the event. The robot common compute controller (ccc) was installed onto a known good system robot and powered on with no issues. Then, the golden system was set to run 10 power cycles sitting idle for 2 days. Once the testing was completed, the system error logs were inspected, but no error could be identified. They checked fiber cables light level with all channels well within normal range. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing.

Event description:
Refer to h11 for follow-up information.